Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose (bg) level was in the 400's mg/dl range. Supply changes were performed to address bg level and resolving the occlusions. During the supply changes, no damage was noted to the infusion set cannulas in use during the occlusion alarms.